Event description:
I have hypothyroidism, hashimoto's, severe anxiety, frequent headaches/migraine's, fatigue, no sex drive, hair loss, joint pain, brains fog, weight gain, inflammation all over my body, early signs of menopause, (I'm 38) racing heart, hard to breath. So much more. All of which has been diagnosed from a medical profession. They were slowly poisoning me. I got those toxic bags out august 1st. No inflammation in my neck. (I had massive knots) my butterfly rash on my face gone. Within 24 hours of those toxic things being out of my body, you are killing people. I hope you sleep well at night. Just contact me for my long list of illness's that these toxic bags did to me. To my husband and kids. They almost lost their mother. FDA safety report ID# (B)(4).